Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported being diagnosed with peritonitis in early march and having surgery to clean out a peritoneal dialysis (pd) catheter blockage. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient went to the emergency room (ER) for abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient was discharged home from the ER. The pd effluent cultures resulted with negative growth with an elevated white blood cell (wbc) count (value not provided). The suspected cause of the patient¿s peritonitis is contamination by the patient leaving the air conditioning on in the room while connecting to treatment. There was no report of any issues with the liberty select cycler or cycler set reported for this event.